Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called to report received a letter from manufacturer regarding previous call and would like to provide answers to the questions.1) what caused the implanted to be positioned wrong? Unknown. 2) what could have contributed to issue. Not sure, patient said that the device shocks/electrocutes when recharging implant. When asked, patient said did use the belt as the stimulator was placed up high on their buttock. Patient said at first it was just mild shocking however the shocking became worse and patient said couldn't handle it anymore. Patient said that when therapy is on shocks the left leg real bad. Patient said after two years, couldn't handle the pain anymore. Patient also mentioned that since implant has lost 100 lbs. Patient said has had two weight loss surgeries. Patient said before weighed around 400 lbs., and right now around 298 lbs. Patient said that the neurostimulator moves around a lot, like can turn 360 degrees in the pocket and is very superficial. When asked, patient did say that was in a mva in may 2023 and had whole body CT scans and was told that everything seems to be placed fine. 3) what steps have been or will be taken to resolve the situation. Patient has notified managing physician and they discussed replacing the neurostimulator. Patient said is scheduled for diagnostic ultrasound next monday.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having issues with their stimulator and had not been able to use it effectively because it just hurts. Patient stated they had been in pain since it was put in and they hadn't used it effectively in the last 2 years. Patient also mentioned they thought it might have "positioned wrong (event date: unknown)," and that they would like to have the system checked. Patient services offered to help patient make adjustments over the phone, but patient declined because they didn't have the external equipment with them at the time of the call. The patient stated that they needed to find their external devices due to recently moving. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent called back to obtain new address and additional information but patient did not answer.